Manufacturer narrative:
H2/h3: product analysis ¿as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and inside a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was in good condition. No bends or kinks were found on the pusher wire. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was open. No other anomalies were found. Testing/analysis: none, external testing: none, conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as both ends of the returned pipeline flex braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include patient vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the pipeline had not been placed in a vessel bend, ruling out the user deploying the braid in the vessel bend as a potential cause. Therefore, patient vessel tortuosity and a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the pipeline had not been placed in a vessel bend when it failed to open. The microcatheter used was a medtronic product, but the model and lot number could not be obtained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a distal landing zone of 4.6 mm and a 5.0 mm proximal landing zone. It was noted that dapt (dual antiplatelet treatment) was administered and the angiographic result post procedure showed significant contrast agent retention within the aneurysm. It was reported that the patient was diagnosed with a cavernous segment aneurysm, and a ped-500-25 dense mesh stent was planned for use. After establishing the access, the micro-guidewire guided the microcatheter to successfully reach the distal end of the aneurysm. Following hydration of the dense mesh stent, it was delivered into the microcatheter. However, after the stent was delivered to the position, the distal end of the stent failed to open. Multiple attempts were made, but the distal end still could not open. To ensure surgical safety, a new ped was used instead for delivery, which was successfully opened and deployed. The procedure was completed successfully. The pipeline failed to open at the distal section. The pipeline was not positioned in a bend and was reseheted and removed with the microcatheter. The pipeline was also removed from the patient. The pipeline and all devices were prepared as indicated in the IFU. No patient symptoms were associated with this event.